Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device displayed a "possible device malfunction" message. Additionally, the device did not generate tones during magnet application.